Event description:
It was reported that a zero tip basket device was used during a retrograde intrarenal surgery (rirs) procedure, during the procedure, it was found that there was a damage on the basket and cannot be used. Reportedly, the basket wire broke and detached from the basket. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of basket wire detached. Block h11: investigation results. The returned zero tip basket was analyzed, and it was noted that the handle returned in good conditions. A visual evaluation also noted that the device returned with the basket on its opened position. Microscopic examination was performed under magnification, and it was noticed that one basket wire returned broken from the tip not fully detached. Additionally, necking evidence was observed in the basket wire that returned broken and not evidence of use of an electrified instrument or laser was observed. Functional examination was performed, and the handle was actuated. It was noted that the basket was able to open and close properly. With all the available information, boston scientific concludes that the reported event of basket wire break was confirmed based on the objective evidence of the product return analysis. Following a comprehensive investigation into the reported problem of the zero tip basket's knot, including simulation, raw material, and assembly testing, the root cause remains undetermined. It suggests that variations in knot diameter and potential inconsistencies in the knotting process may contribute to the failure, but these factors alone do not conclusively explain the issue. During manufacturing process the devices undergo extensive inspections to ensure that all finished devices meet specifications. Finally, the devices are inspected in order to confirm the basket legs are not crossed and no wires are broken, which would have detected the encountered issue. Taking all available information into consideration an investigation conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of basket wire detached.

Event description:
It was reported that a zero tip basket device was used during a retrograde intrarenal surgery (rirs) procedure, during the procedure, it was found that there was a damage on the basket and cannot be used. Reportedly, the basket wire broke and detached from the basket. The procedure was completed with another of the same device with no patient complications.